Event description:
Reporter indicated that a dell handheld computer's vns software would not stay loaded during attempted use. The handheld computer would switch over to the internal windows software immediately after vns device interrogation and not allow the vns software to be utilized; indicating a possible software malfunction. The handheld computer, programming wand, and flashcad were returned for product analysis. No anomalies were noted with the wand or flashcard. Analysis of the handheld computer revealed that the internal file was corrupt; preventing the flashcard from installing the vns software properly.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.